Event description:
Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on medivator unit per the schedule set out by the OEM due to pm parts backorders and/or staff availability. Equipment is on full support (pm and repair) by OEM. Site has safety and regulatory concern due to missed maintenance for devices that sterilize equipment. Serial number: (B)(4). FDA safety report ID (B)(4).